Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes chronic venous stasis problems, severe sleep apnea, and morbid obesity. The filter was implanted prior to planed bariatric gastric bypass surgery. The filter was deployed into the distal area of the inferior vena cava. The report states that the filter subsequently malfunctioned including occlusion, perforation and perforation abutting organ. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation abutting organ, blood clots, clotting, and/or occlusion of the ivc. The patient further reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion, perforation and perforation abutting organ. Information received per the medical records indicate that the patient has a history of chronic venous stasis problems, severe sleep apnea, morbid obesity. The filter was implanted prior to planed bariatric gastric bypass surgery to reduce the risk of pulmonary embolism. The filter was deployed via the patient's right internal jugular vein using sterile ultrasound guidance and a 21-gauge micropuncture needle. The filter was advanced into the distal area of the inferior vena cava. Information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), perforation abutting organ, blood clots, clotting, and/or occlusion of the ivc. The patient continues to experience worry/anxiety. The patient became aware of the reported events approximately thirteen years and two months after the index procedure.